Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out-of-range, high shock impedance measurement. The value which triggered the alert was not visible due to the difference device clocks. It is likely the measurement was near the cutoff of 125 ohms. Review of the implant value identified the measurement was 95 ohms and over the past year, the mean shock impedance was similar. A boston scientific technical services consultant documented and discussed the reported clinical observation. No adverse patient effects were reported.